Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was discarded. The IFU (instructions for use) has a warning that states, "after multiple inflations, the catheter and guidewire should be removed and inspected. Verify the performance of the balloon and inspect for presence of clot at the tip or inflation holes. (B)(4).

Event description:
Treatment of spasms three days after coiling of communicans anterior aneurysm. During the procedure, it was reported that the hyperform balloon was inflated and deflated three times in the a1 without any issues. The balloon was inflated a fourth time without any issues; however, it would not deflate. Failed attempts to deflate the balloon were made with five different sized syringes. The entire system was retrieved with the balloon still inflated and the a1 was noticed to be ruptured. Consequently, the patient expired on (B)(6) 2013.